Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog # unknown, lot # unknown; unknown tibial component, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-04174, 0001825034-2019-04176. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
UDI #: (B)(4). Concomitant medical products: nexgen femoral component catalog # 00595001601 lot # 63178828, nexgen tibial component catalog # 00598004702 lot # 64191109. Multiple MDR reports were filled for this event: 3007963827-2019-00297, 0002648920-2019-00752.

Event description:
It was reported patient has been indicated for revision procedure approximately nine months post-implantation due to stiffness. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2020-00377.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2020-00377.